Event description:
Healthcare professional reports results lower than reference with protime microcoagulation system. Protime generated pt/inr 0.8. Lab inr was 4.0. Pt's therapeutic range was not provided. This event occurred outside the us during the course of a (B)(4) clinical study. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Itc has requested all data required for form 3500a.